Manufacturer narrative:
The ge service rep ordered a replacement disk drive so that service could look at data on it. He replaced the disk drive and reloaded the software. The rep flashed the nodes and reloaded the calibration data. He also recalibrated the touch screen then completed all test and checks. System operates as intended.

Event description:
The customer reported that there was no power up or boot up of the system.